Event description:
Litigation papers allege the patient suffers from pain, mental anguish and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address persistent pain and increasing heavy metal levels. Previous imaging had been performed and no abductor muscle loss or pseudotumor was noted. Revision note stated, there was noted to be some corrosion at the trunnion. There were no laboratory values provided the blood metal levels. Added the stem and sleeve product.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised to address pain, heavy metal levels and has previous heart disease. A prosthetic wear in the right hip. Operative notes reported brownish fluid taken and was cultured. There was a corrosion at the trunnion and was removed. Doi: (B)(6) 2006; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 1/1/2015 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information from patient sticker sheet the complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/19/2015.